Event description:
Product analysis was completed on the returned vns generator and lead. No anomalies were identified with the generator, and the generator was at normal end of service. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. Analysis of the lead noted that an abraded opening on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Reporter indicated a vns patient was experiencing increased seizures and increased depression after the vns was believed to be at end of service in 2009. A battery estimate for the generator was performed which yielded approximately one year remaining as of (B)(6) 2009, indicating the vns was not likely at end of service at that time. The patient's vns generator is currently at end of service and replacement surgery is likely. Attempts for further information are in progress.

Event description:
Reporter indicated the patient had vns generator and lead replacement surgery performed. The lead replacement was prophylactic and the generator was replaced due to end of service. The explanted vns generator and lead have been received and are pending analysis. All attempts to the reporter for additional information have been unsuccessful to date.